Event description:
The customer reported that during the removal of a large 10kg tumor and the resection of lymfangiohemangiom of the right hemithorax, after 1 hour of usage the device jaws could not be re-opened. The surgeon was able to manually open the jaws in order to remove them from tissue. There was no pt injury. The surgeon opened another device in order to continue the procedure. The device knife is reported as being exposed from beyond the jaws.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.